Manufacturer narrative:
Concomitant medical products: dtba1d1 ICD, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote transmission shows high undefined impedance alert on the high voltage coils of the right ventricular (rv) lead. A follow up with the patient¿s healthcare provider confirmed the alert. The patient was brought into the clinic where the lead detection and all therapies were programmed off. The patient had refused further intervention. The lead remains in use. No patient complications have been reported as a result of this event.